Event description:
It was reported that during a da vinci colorectal surgical procedure, an exposed wire was noted on a small grasping retractor instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the proximal celvis hub. The clevis did not exhibit any damage or wear marks. Broken strands stick out at the wrist. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.